Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
It was reported to fresenius that the 2008k2 machine had a red pipette that was spraying water during the patient's hemodialysis (hd) treatment. Blood loss was reported. The patient's estimated blood loss (ebl) was not provided. There was no reported serious injury or required medical intervention. Additional information regarding the patient's treatment is not available. The machine was evaluated by a fresenius service technician (fst) and damage to the concentrate suction pipette connector was identified. The concentrate suction pipette connector orings were replaced to resolve the reported issue. Functional tests were performed and passed. The machine was released to the customer to be returned to service. No parts were returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius that the 2008k2 machine had a red pipette that was spraying water during the patient's hemodialysis (hd) treatment. Blood loss was reported. The patient's estimated blood loss (ebl) was not provided. There was no reported serious injury or required medical intervention. Additional information regarding the patient's treatment is not available. The machine was evaluated by a fresenius service technician (fst) and damage to the concentrate suction pipette connector was identified. The concentrate suction pipette connector orings were replaced to resolve the reported issue. Functional tests were performed and passed. The machine was released to the customer to be returned to service. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.